Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca) with 3.5mm vessel diameter and 28mm length. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view the target lesion. Pre -dilatation was then performed. A mal-apposed non-bsc stent was then implanted. After stent implantation, intravascular ultrasound (ivus) was performed. The physician then attempted to pull back the opticross¿ from the distal side; however, it was noted that the exit hole of the opticross¿ came into contact and got stuck in the distal edge of the stent. The opticross¿ imaging catheter was then pushed, though it did not move initially, the opticross¿ was removed from the patient eventually and post-dilatation was performed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the guidewire exit port assembly was observed damaged. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca) with 3.5mm vessel diameter and 28mm length. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected to view the target lesion. Pre -dilatation was then performed. A mal-apposed non-bsc stent was then implanted. After stent implantation, intravascular ultrasound (ivus) was performed. The physician then attempted to pull back the opticross from the distal side;however, it was noted that the exit hole of the opticross&#10243;ame into contact and got stuck in the distal edge of the stent. The opticross imaging catheter was then pushed, though it did not move initially, the opticross was removed from the patient eventually and post-dilatation was performed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.